Event description:
New information received notes that when the patient presented in the hospital, noise and failure to capture were observed on the rv lead. Several syncopal episodes were noted. The patient is pacemaker dependent. Upon device checking, low, out of range, pacing lead impedance was continue to be observed. Programming changes were made. The lead was then capped and replaced on (B)(6) 2021. The patient¿s condition was stable.

Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, low, out of range, pacing lead impedance was observed on the right ventricular lead since (B) (6) 2020. Noise was also noted. Programming change was suggested. The patient was stable and being monitored.